Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, implanted: (B)(6) 2021 , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were out of range impedance measurements. The patient felt their stimulation stopping randomly. No message showed on the controller to say that stimulation wa s off. The patient also noted a depletion of the ins battery. The patient explained that they went to the cardiologist who took an ECG and that since then, the stopping of stimulation and battery depletion began. During the first impedance measurement, impedance v alues were out of range from electrodes 5 to 7. During a second measurement, the impedance values were out from 5 to 7 and also 4. This was the lead used for the patient's program. The program was changed to use programming with positive polarity on electrode 2 and negative polarity on electrode 3. It was unknown if the issue was resolved. No surgical intervention occurred. The patient was alive with no injury. A data report was provided.